Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone18.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing a pod on the hip/buttocks for longer than 48 hours, including at the time medical attention was sought and during the emergency room (ER) visit. After the first day of pod wear, the patient experienced persistent discomfort and irritation at the insertion site, which continued for the duration of wear. Upon removal of the pod after medical attention, the adhesive was observed to be wet with insulin leakage and stained with blood. The patient reported inconsistent insulin delivery, with some bolus doses failing to lower blood glucose levels and resulting in readings exceeding 500 mg/dl, while at other times correction doses caused significant glucose drops. Due to ongoing hyperglycemia, associated symptoms, and concerns regarding inconsistent glucose control, medical evaluation was sought on (B)(6) 2025. The treating physician referred the patient to the ER, where the patient remained from morning until evening and was discharged the same day. Reported symptoms included generalized body inflammation, nausea, vomiting, headache, excessive sweating, slightly impaired vision, cognitive difficulty, and gastrointestinal discomfort. A diagnosis of hyperglycemia was made, and diabetic ketoacidosis was ruled out. Treatment in the ER included administration of two to three bags of intravenous fluids and blood glucose monitoring until values were below 200 mg/dl prior to discharge. Examination of the insertion site revealed a red bump approximately the size of a small button at the cannula location, with minor bleeding. The surrounding skin was described as red, sore, irritated, dry, cracking, and oozing fluid. Following the event, the patient successfully resumed insulin therapy by activating a new pod. The affected pod was not available for return, as it was removed after medical attention and discarded at home.